Event description:
Pt had a uae. It was unilateral because the ir who performed the surgery said the other artery was too difficult to embolize. Since the surgery pt's uterus and fibroids have become larger and pt has had irregular vaginal bleeding for several months. A hysterectomy is being recommended because their fibroids are growing larger and their uterus is 21.3 cm.